Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The anesthesia workstation was investigated on site by our company representative. It was concluded that the nozzle unit in the air fresh gas module caused oscillations. The nozzle unit is part of the gas modules that regulates the inspiratory air gas flow to the patient. The oscillations led to a larger flow from the air gas module which resulted in increased airway pressure and a vibrating sound. An evaluation of the logs confirm the reported event. The nozzle unit was simulated use tested in a gas module in a reference anesthesia workstation. The reported high pressure alarm was not reproduced, nor were any other alarms or faults found. Pm is performed every 5000 hours of operation or at least once a year. The nozzle unit has a predetermined lifetime and is replaced at the extended pm every second year (24 months interval). It is possible that the replaced nozzle unit contributed to the reported issue but without having been able to reproduce the reported issue, we are not able to with certainty determine the true cause of the reported event.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that while in use on a patient, the anesthesia workstation generated alarms for high airway pressure. There was no patient harm reported. Manufacturer's ref #: (B)(4).